Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was attempted to be used to maintain heart rate however the patient experienced 3-5 seconds of asystole due to no capture. The lv lead was fractured and had high impedance, so the right ventricular lead was connected to the analyzer to maintain heart rate for the duration of the case. The lv lead was reprogrammed to a pacing configuration with normal impedance and pacing; it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).